Event description:
It was reported that the catheter was fractured and was removed by snaring. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the connector part was fractured. The device was removed by snaring and the procedure was completed with another of same device. No further complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were visually and microscopically examined. Inspection found the shaft was flattened 14-15 cm proximal of the tip. There was a kink in the hypotube 35cm distal of the handle. There was damage to the collar as a piece of the shaft was missing. There was no other damage or defects observed.

Event description:
It was reported that the catheter was fractured and was removed by snaring. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the connector part was fractured. The device was removed by snaring and the procedure was completed with another of same device. No further complications were reported and patient was stable post procedure.